Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal and bolus delivery. The customer changed the supplies on the pump and the occlusion that occurred in the past was resolved. A system check was performed using the current supplies on the pump and the pump functioned as expected and there was no damage noted to the cannula. The customer was to change the infusion set site. The customer's blood glucose level was not impacted.